Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patients acetabulum, caused him severe pain, inhibited his ability to walk, and will require a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update (B)(4) 2013- clinical report was received. Clinical report indicates the patient was revised to address adverse local tissue reaction. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the catalog number and lot number is not available. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 6/6/16 - medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted pain, metallosis, a significant effusion and metal tinged joint fluid. There was no report of metal debris or cup being loose or detached. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 15, 2016.